Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure,vasoview hemopro 2 jaws was exposed, was not cutting or sealing properly and had excessive smoking and had to be removed. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use were observed. Traces of blood were observed on the device. Heavy amounts of charred tissue and blood was observed on the heating wire. The heater wire was flexed away from the hot jaw and was detached at the tip of the jaw. It remained attached at the base of the jaw. The silicon insulation was slightly peeled at the tip of the hot jaw. No other visual defects were observed. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced heavy smoke and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use. A pre-cautery test was performed again. This time the device produced steam, which could be considered as normal, during activation. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.69 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the return condition of the device and the evaluation results, the given complaint was confirmed for the reported failure modes "peeled insulation " environmental particulates" and the analyzed failure mode "bent wire". Specific actions for the confirmed failure modes "bent wire" and "peeled jaw" are being documented and maintained in maquets corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure,vasoview hemopro 2 jaws was exposed, was not cutting or sealing properly and had excessive smoking and had to be removed. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure,vasoview hemopro 2 jaws was exposed, was not cutting or sealing properly and had excessive smoking and had to be removed. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.